Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125/ catalog #: 1125 / expiration date: unk, lot#: unk, UDI #: (B)(4), device available for evaluation: no, mfg date: unk, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had high flow and numerous high watt alarms with a suspected pump thrombus. The patient received tissue plasminogen activator (tpa) with continued low flow alarms on the vad and compression of the outflow graft (ofg). The ofg was stented and the vad and ofg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and associated outflow graft were not returned for evaluation. The reported high power and low flow events were confirmed through log file analysis which revealed an increase in power consumption and estimated flows beginning on (B)(6) 2019, leading to parameters above normal operating range, and a sudden decrease in power consumption and estimated flows on (B)(6) 2019 to parameters below normal operating range. Parameters returned to normal operating range on (B)(6) 2019. 10 high watt alarms were logged since on (B)(6) 2019 and 9 low flow alarms were logged since on (B)(6) 2019. Of note, it was reported that the patient was treated with tissue plasminogen activator (tpa) to address the high power event and the outflow graft was stented to address the low flows, which corresponds with the return to baseline parameters. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the most likely root cause of the low flow event can be attributed to external factors such as thrombus at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system outflow graft; h3: yes; h6 method code(s): 4112, 4114 h6 result code(s): 213 h6 conclusion code(s): 4310. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.